Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated and there was no fault found. The imaging system then passed the system checkout and was found to be fully functional. No case parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site used the system for an extended period on battery power only until the mobile viewing station (mvs) powered off and would not come back on after a brief charge (approximately 10 -20 mins). After leaving it connected longer, the system was once again operational but requested a system checkout by field service engineer. No patient was present.